Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead explant procedure. The explanted leads will not be retuned per hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2138-50, serial: (B)(4), batch: a13060.